Manufacturer narrative:
Patient information was unavailable. No parts have been received by the manufacturer for evaluation. A medtronic representative reported that the issue was caused by the screw of the tera tracker green was worn away. The medtronic representative replaced the screw which resolved the issue.

Event description:
A medtronic representative reported that the tactile awl instrument had a screw hole that wasn't allowing the tera tracker to seat securely. The site used a different instrument to proceed with the case. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.

Manufacturer narrative:
Lot number provided.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. The returned tracker was worn but still functional. The attachment screw was intact and without damage. The tester was able to attach the tracker without issue. With markers attached and fully seated, the tracker returned good geometry error. The device was found to be fully functional with no problem found. Due to these findings and the tactile awl not being returned, the reported event could not be duplicated by medtronic personnel.